Event description:
It was reported the sensitivity is out of range for a (atrial) sensitivity. It is noted the v (ventricular) was in range. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case is broken, battery release is contaminated, and the keyboard is scratched. (B)(4)